Event description:
It was reported that the user observed discordant glucose readings between ilet and another source, with values around the high 300s to low 400s, and was advised to monitor and change all infusion supplies, including the contact detach set, if glucose did not return to range. Symptoms included hyperglycemia. Outcomes included user self-monitoring and execution of troubleshooting and education without alarms or hospitalization. Investigation included user counseling on infusion set replacement and system checks. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event consistent with unexplained hyperglycemia where infusion site or set issues could not be ruled in or out. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.